Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the hcp was getting zero to only a few coupling bars when placing the charging pad over the implantable neurostimulator (ins). The hcp was able to achieve 2 coupling bars but when the moved the charging pad away from the location in which he achieved the two bars, the bars did not change 30 seconds later; the device was not adaptively responding. The only thing that would change the coupling bars was pressing the green button on the implantable neurological stimulator recharger (insr). Another insr was used but the same issue was occurring. No symptoms were reported.